Manufacturer narrative:
The reported events of oversensing noise and pacing problem were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to device can. The cause of oversensing noise and pacing problem were due to the exposure of the outer coil at the abrasion zone.

Event description:
It was reported that the right atrial lead exhibited nosie causing inappropriate mode switch. It was noted that the noise interfered with pacing and the patient says he has felt heart rate fluctuations. The lead was explanted and replaced. The patient was in stable condition.